Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the unknown procedure to treat an unknown indication, the faradrive steerable sheath clear was selected for use. It has been mentioned that air bubbles were seen in 3way stopcock after several time of aspiration. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is not expected to be returned.

Event description:
It was reported that during the unknown procedure to treat an unknown indication, the faradrive steerable sheath clear was selected for use. It has been mentioned that air bubbles were seen in 3way stopcock after several time of aspiration. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product was received for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design and supporting evidence that came to this conclusion. Boston scientifics investigation determined the tears in the silicone of the hemostatic valves most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.